Event description:
Healthcare professional reported, a left side rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: smooth broken on posterior and craters are observed on the surface of the shell base on the device analysis the final assessment is: a smooth pattern on posterior of broken device assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.